Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 10 atms while dilating a stent strut during a crush stenting technique of a non bsc stent. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic left anterior descending artery (lad). According to the physician, this balloon may have caught on the strut. There were no patient complications. The procedure was successfully completed with another device. Patient status is listed as "good".